Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the customer provided image shows a screw that has deformation and fracturing of the threads. There is debris on the device. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that tensile strength and impact strength are specified and each batch of raw material must be accompanied by a certificate of analysis detailing the exact composition of the batch. The patient impact beyond the reported events cannot be determined and the patient¿s current health status remains unknown. No patient injury has been alleged. The procedure was completed with a competitor¿s device with a non-significant delay and no further complications. Therefore, no further medical assessment can be rendered. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopic procedure, the 'biosure' screw got deformed and had material loss while inserting it into the tibial hole, however, no pieces fell inside the patient's anatomy. The procedure was successfully completed with a non-significant surgical delay using a competitor device. No further complications were reported.